Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: c-2317-70. Serial: (B)(6). Batch: 7078924/7080173.

Event description:
It was reported that the patient was experiencing inadequate pain relief from spinal cord stimulation (scs). The patient underwent a system explant procedure. The explanted device components were discarded by the facility.